Event description:
It has been reported to philips that the azurion system did not power up. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the unit did not power up. The philips service engineer confirmed that this issue was not reported and no further information available. No service has been performed by philips. The codes were updated based on the investigation outcome.